Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00029. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of unspecified injury in a male patient who used gsk denture adhesive (formulation unknown) (super poligrip) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Medical records received 31 january 2011: on (B)(6) 2009, the (B)(6)-year-old patient was seen by a neurologist due to suspected neuropathy. He had numbness in both feet with a soreness and cold sensation. There can also be a slight burning sensation, and this was worse at night. To that point there had been no identifiable cause, but the patient and his wife had discovered information on the internet about excess zinc with low copper levels in individuals using denture adhesive for many years. Copper level on (B)(6) 2009 was 70 mcg/dl (normal 70 to 155). At follow up on (B)(6) 2009, it was noted that electrophysiological studies confirmed evidence of a moderate chronic distal demyelinating greater than axonal loss peripheral polyneuropathy. Zinc was elevated at 146 (units and normal values not reported) with a low copper level. On (B)(6) 2009, the patient was seen by a neurology specialist who felt his picture was consistent with small fiber neuropathy. Copper replacement was started at that time along with b12 and thiamin supplementation due a history of alcoholism. The neurologist felt the neuropathy was likely also alcohol related. At follow up on (B)(6) 2010, the patient's symptoms were unchanged. His copper and thiamin levels were still low-normal and it was noted the patient had stopped supplementation when his prescriptions ran out. At follow up on (B)(6) 2010, the patient's copper and thiamin levels had returned to normal with no improvement in his symptoms. It was noted that b12 and copper deficiency were probably attributed to poligrip use, and the patient had switched to using zinc-free poligrip.